Manufacturer narrative:
(B)(4). Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown cardiovascular surgery on an unknown date and suture was used. The suture was broken during use. There were no adverse patient consequences reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Device evaluation summary: actual device received: it was received for analysis a needle-suture piece and two sutures pieces of product code epm8737. During visual inspection of the needle-suture piece, the swage and attachment area were noted to be as expected, and the end of suture pieces were observed cut appears to be by use of a surgical instrument. Additionally, a functional test was performed and the tensile strength force was above the minimum requirement. The manufacturing records couldn¿t be reviewed as the batch number is unknown. Due to the sample condition, the assignable cause of performance breakage suture, was suggests an improper handling of the sample. As with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of the surgical instruments, such as needle holders and forceps. Unused sample: it was received for analysis a folder with a undispensed needle-suture of product code epm8737. During the visual inspection of open sample; the swage and attachment area were noted to be as expected. The suture was dispensed without problems and examined along of the strands and no defects were observed. A functional test was performed on the sample and the tensile force met the requirements. The manufacturing records couldn¿t be reviewed as the batch number is unknown. Per the condition of the opened sample, no performance breakage suture was observed, and the tested sample meet the finished goods requirements.